Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had three capsules which failed to attach to the patient¿s esophagus. The capsules were pushed into the stomach and removed with roth net each time. Patient was under general anesthesia at the time. An endoscopy had been performed prior to the procedure. Patient was already intubated for case. No lubricant was used to facilitate the placement of the capsule.